Event description:
The sales associate reported a revision surgery due to a broken rod. The original procedure was performed in 2011, however the actual date is unknown. Additional event and product details have been requested, however they have not been provided at this time.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File two of three for the same event.